Event description:
It was reported that the patient had pain in their chest on the right side as well as tingling in their right hand and foot for about a week. The patient wondered if it was a consequence of using the stimulator for a long period of time. No further information was provided.

Manufacturer narrative:
Section b3: as the date of the event is unknown, the event date is estimated as january of 2026. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.